Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from 20 degrees to roughly 45 degrees. It was noted the clip remained stable on the leaflets and mr had been reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. It is suspected that the operator was over-tightening the arm positioner, which could have contributed to the clip opening while locked.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from 20 degrees to roughly 45 degrees. It was noted the clip remained stable on the leaflets and mr had been reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. It is suspected that the operator was over-tightening the arm positioner, which could have contributed to the clip opening while locked.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported improper or incorrect procedure or method was due to the user overtightening the arm positioner. There is no indication of a product quality issue with respect to manufacture, design, or labeling.